Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the left eye (os) at 1 day post op exam.. The flap striae resulted in a flap and rinse to be performed. The patient¿s comment was asymptomatic. Bcva from (B)(6) 2015: right eye post-op 20/20 -.75 x -1.00 x 165, left eye post-op 20/20 -.50 x -1.25 x 10.

Manufacturer narrative:
UDI: (B)(4). Additional information was provided on patient at a four month post op exam: at 4 month post op examination, the patient experienced foreign body sensation (fbs) on left eye. The surgery center indicated the fbs was unrelated to the lasik procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.